Manufacturer narrative:
H3- non-destructive visual evaluation was performed on the liner (insert). The ultra-high molecular weight polyethylene liner showed burnishing and eccentric wear on the superior half of the articulating surface while the original machining marks could be seen on the inferior third of the articulating surface. The amount of wear seen on the component would be typical of a well functioning device of this longevity. There were no apparent material or mfg defects noted on the device.

Event description:
Revision surgery performed due to wear of insert's u.h.m.w.p.e. Evidence of osteolysis of the calcar also noted.